Event description:
The customer provided additional information on (B)(6) 2023. The spill was a result of the patient purposefully disconnecting without turning off the pump.

Manufacturer narrative:
Additional information can be found in b5 and e3

Manufacturer narrative:
No product samples, videos, or photographs were provided for investigation. No lot review was conducted because no lot number(s) was/were identified. Customer indicated during contact that the patient had deliberately disconnected the product without turning off the pump, thereby causing the leak. Updated information can be found in d9.

Event description:
The incident involved a spinning spiros closed male luer, red cap on an unknown date. The report stated that there had been a chemotherapy spill. The event occurred while in use with a patient at the patient¿s home. There was a patient involved, but there was no injury or harm.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.